Event description:
Blunt fill needle, lot #5092740, ref # 305180, which was in use in the medication room on (B)(6). An employee reported that the blunt fill needle appeared sharper than usual during medication preparation, raising concern for a potential equipment-related issue and directly causing an employee injury.